Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jul-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the witness on login had been enabled, and the user needed it disabled so users could log in without a witness. A field service engineer (fse) attempted to install the firmware, but it did not work. The fse replaced the biometric identifier (bio ID) and cable, reinstalled the shims, and was able to get the bio ID working. After testing in the hardware test application, all tests passed. The station was rebooted, and the customer successfully logged in using the bio ID. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, gi5 required a witness on login. We needed this disabled so users could log in without a witness the customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.